Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the last basal delivery was on (B)(6) 2014 at 11:23 am. There was no activity outside of normal use observed. The total daily doses added up and equaled the programmed basal rate target. The pump powered on with a fully illuminated and clear display and all of the buttons responded properly. The pump reflected 24u after a 24hr on 1 u/hr basal program duration test. There were no errors, alarms or warnings during the investigation. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device evaluation information reported for this pump in follow-up #1 was derived from separate investigations of the pump that occurred on different dates. The pump was originally investigated on (B)(6) 2015 related to another complaint of a malfunction, and no defect was found. The pump was archived and then pulled again for investigation on (B)(6) 2015 related to this complaint of an adverse event, during which the complaint was not duplicated and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, ¿the patient¿s pump completely failed and the patient was sick¿. Troubleshooting was not completed at the time of the call and the reporter could not be reached for more information. It was reported that emergency protocol was initiated. This complaint is being reported because the patient allegedly was sick with emergency protocol initiated while using the insulin pump.